Event description:
The pt received more than 3cc of fluid per hr. Pt received approx 12cc/hr. This is a foreign report and no other info was available.

Manufacturer narrative:
The non-conforming unit was dissected and each component examined. The problem experienced by the customer was due to a small particulate observed on the tip of the red valve which caused the unit to perform improperly. Based on the volume of intraflo units mfg on a daily basis, the nature of the problem is extremely rare. Flush devices are 100% tested during the mfg process.